Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Suspected lots # ur20c20654 and ur20c407492. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp microbore catheter extension sets had disconnection issues. This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.